Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2017 the patient was noted to be febrile with a high white blood cell count. The patient has a known history of chronic driveline exit site infections of (B)(6) and has been on suppressive antibiotics. On (B)(6) 2017 blood cultures showed the presence of coagulase (B)(6) staphylococcus and abdominal wound culture showed 2+ (moderate) candida parapsilosis and 1+ (few) (B)(6). The patient was started on intravenous (IV) antibiotics for sepsis. On (B)(6) 2017 blood culture showed no growth and on (B)(6) 2017 abdominal wound culture showed no growth. The ventricular assist device (vad) remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that on (B)(6) 2016, the patient was noted to have significant odorous, purulent, drainage from the driveline site at clinic visit that had been going on for 1 week. No temperature was taken but he remained afebrile at home. A CT was done on (B)(6) 2016 finding no drainable fluid collection associated with the vad hardware. There were no concerning findings or evidence of infection on non-contrast evaluation. Infectious disease team started the patient on keflex and doxycycline. The patient was then seen in the clinic on (B)(6) 2016 and had clear drainage at the driveline which was nothing to be cultured. Additionally there was no fever but the patient was still given one more week of dual antibiotics. Antibiotics were completed on (B)(6) 2016 but the patient still had drainage from the driveline site at the clinic on (B)(6) 2016. The driveline site was cultured using scant non-malodorous, brownish-yellow drainage and showed staph aureus. The patient was started on doxycycline and keflex. On (B)(6) 2016, keflex was discontinued due to a rash on the patient's legs. On (B)(6) 2016, the patient continued on doxycycline and still had some drainage present. On (B)(6) 2016, the patient continued having scant drainage and was given an additional 14 day course of doxycycline. On (B)(6) 2016, scant drainage continued and the patient remained on doxycycline. At a later follow-up visit on (B)(6) 2016, a wound culture was done which showed staphylococcus aureus and the patient was instructed to continue on doxycycline 100 mg twice daily.